Event description:
The customer alleged no audible alarm during est. There was no patient involvement associated with the malfunction. The customer's biomed department has inspected the device; however, no parts have been replaced at this time. The vent is still being tested by the biomed department. It is not verified that there was no audible alarm and no malfunction may have occurred.